Event description:
It was reported. "This pt is a diabetic. Stem was totally loose with no bony ongrowth. The stem was of proper size. The cup was solidly fixed with no signs of lysis or poly wear." Pt was revised.